Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump battery cap is stuck and cannot be removed. Customer also indicated that they were experiencing fluctuating high and low blood glucose of 37 mg/dl to over 300 mg/dl and were hospitalized. Troubleshooting was done for battery but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.